Manufacturer narrative:
Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 10/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 10/14/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that during the spaceoar placement procedure, the patient experienced an infiltration of the hydrogel into the rectal wall. There were no patient complications.